Event description:
Customer reported the system is intermittently alarming and has to be rebooted. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the input transformer. System operates as intended. (B) (4).